Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. Product ID: 8578, lot# n146682, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative in regards to a patient who was being treated with lioresal intrathecal (150 mcg/ml; 41.25 mcg/day; lot number unable to be obtained by the reporter) and morphine intrathecal (20 mg/ml; 5.5 mg/day. The patient's indication for pump use was non-malignant pain and failed back surgery syndrome. The physician identified a small hole next to sutureless connector (and even suspected he could have cut it in dissecting during pump replacement). The sutureless connector plus small piece of catheter (including the hole) was replaced with a new sutureless connector. The patient's dose was not reduced. It was noted that the hole must have existed before and patient was not receiving full dose. The patient status at the time of this report was 'alive - no injury." If additional information is received a follow-up report will be sent.